Event description:
The customer reported to olympus that during preparation for an unspecified diagnostic procedure, the 4k camera head displayed a noisy image. There was no patient harm reported. The device was returned for evaluation. Inspection and testing found no image was displayed. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The device evaluation found image noise, cable damage, and the writing on the cover was illegible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that no image occurred due to communication failure caused by cable failure. For cause of cable failure, it is presumed that cable was broken due to flooding from cable damaged part. The event can be detected/prevented by following the instructions for use which state: based on instruction manual: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.) This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.